Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative di agnosis for c5-6 arthroplasty. Procedure or technique used was arthroplasty. Levels implanted c5-6. It was reported that the device seemed to have kicked out anteriorly after surgery. The surgeon plans to remove this device on friday (B)(6) 2024 and complete a c5-6 acf in its place. Implant backed out anteriorly post-op or if the implant was never fully seated in the disc space. It appeared to everyone the implant was in a desirable position intra-op but then it appeared to have kicked out on the next day post-op images. There was no patient symptoms or complications as a result of this event. Revision surgery was performed. The surgeon explanted the arthroplasty device and did a c5-6 acf. The device was removed on (B)(6) 2024. The surgeon was satisfied with the surgery and the patient is doing well post op.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.